Event description:
On (B)(6) 2015, the end user reported that the adhesive on the device pulled two layers of skin off her arm. The spot was bleeding and swollen.

Manufacturer narrative:
The printed box labeling indicates that the product has a super strength adhesive and is not intended for use on delicate or sensitive skin. Customer did not see the disclaimer.